Event description:
Reportedly, during an incoming inspection on 30 sep 2019, the subject device did not have a patient identification card.

Event description:
Reportedly, during an incoming inspection on (B)(6) 2019, the subject device did not have a patient identification card.

Manufacturer narrative:
Preliminary analysis revealed that the root cause of the missing patient identification card is most probably a human error during the final packaging process.

Event description:
Reportedly, during an incoming inspection on (B)(6) 2019, the subject device did not have a patient identification card.